Manufacturer narrative:
This file was originally submitted on 09/24/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Shock delivered notification was received on the customer support helpline queue. Patient's nurse confirmed patient received therpeutic shock. The patient was never discharged from the hospital after the fitting. The patient had dialysis earlier and mentioned they weren't feeling well. Hospital staff were in the process of rotating the patient to clean when the patient went bradycardiac, pulseless electrical activity, and apneic. The patient was wearing the wcd at the time of the event. MDR filed due to reported patient death while wearing the wcd system. However, patient expired due to untreatable, non-indicated wcd event.